Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with hypoglycemia. The patient's blood glucose levels reached 20 mg/dl while wearing the pod between 36 and 48 hours. It was also mentioned that the patient experienced a seizure. The patient was treated with IV(intravenous) fluids. The patient was released the following day. The pod was worn when seeking medical attention.